Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit was giving motor rate errors. Patient involvement unknown.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the complaint was confirmed. The cause was motor sensor failure on main printed circuit board (pcb). Replaced main pcb and the pump passed all functional tests after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.